Event description:
It was reported that during a ptca procedure, the balloon froze on the wire. Reportedly, force was required to remove the dilatation catheter. Investigation of the returned device revealed that a separation occurred. No pt injury was associated with this event.